Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to flattened button dome switch. Sticky button noted. No cracked display window noted. All operating currents are within the specification, no unexpected low battery, failed battery test, bad battery, off no power alarm or battery indicator anomaly noted. The insulin pump has minor scratched the display window, cracked case at the display window corners, broken reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports to have dropped insulin pump which resulted in display screen being cracked and had a line going through it. Customer also reported that batteries were lasting only one week and that buttons were sometimes sticking. Customer was advised that insulin pump would need to be replaced.